Event description:
Caller reported a cgm malfunction issue identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, and the caller was guided through the process. After the reset, the problem did not recur, and the caller successfully started a new sensor session.